Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.

Event description:
It was reported that the patient presented to the emergency room due to pocket erosion. The implantable cardioverter defibrillator (ICD) was visible from the opened incision site of the implanted device pocket. The physician explanted the entire system ¿ ICD, right ventricular lead, and atrial lead to solve the issue. On (B)(6) 2026, a new ICD system was implanted. The patient was in stable condition.